Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator had e-433 error code. The issue occurred during inspection for use for an unknown procedure. There were no reports of patient injury or harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, e1, e3, g2, h2, h3, h4, h6, h8 and h11. The device was returned to olympus for inspection. Device inspection display of error code e433 was reproduced, but no specific part identified. Based on the results of the investigation, the most probable cause of the complaint is traced to the device, but the actual root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.